Event description:
It was reported that multiple patients had inflammation at the suture site. Several patients were treated with antibiotics due to the inflammation. Remaining suture fragments were removed from patients on the follow up visit to the practice. The patients condition improved and required no additional treatment.